Event description:
It was reported, the implantable neurostimulator (ins) had an end-of-life (eol) status. The patient turned the ins off before going to bed on friday night and it would not turn back on when the patient tried to around 2:00am on saturday morning. The patient had not had any "bad" falls or trauma, except that her husband "got on it a little bit" about two weeks ago. When checked with a programmer, the middle (ins) light was not on, indicating a depleted ins. This was confirmed with two other programmers. It was reported there was an eol message. A longevity calculation could not be performed as the ins went to factory setting upon interrogation and the patient did not have the previous settings. The ins battery indicated 2.08 volts. There had been intermittent stimulation for the past weeks to months. It was reported the cause of the event was lead migration and leads touching. There was no surgical intervention yet, but it was planned to revise the leads and implant a new ins. It was reported there was no patient injury.

Event description:
Additional information received reported that the implantable neurostimulator (ins) system was replaced because, the existing lead was "broken" and "sucked it all dry". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7495lz25, serial # (B)(4), product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer; product ID 3487a-33, lot # j0211593v, implanted: (B)(6) 2002, product type lead.

Manufacturer narrative:
Product ID, 3487a-33 lot# j0211593v, implanted: 2002 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 7435 lot# serial# (B)(4), implanted: 2002 (B)(6), product type programmer, patient product ID, 7495lz25 lot# serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 3487a-33 lot# j0211593v, implanted: 2002 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).